Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-00470, 3006705815-2022-00471. It was reported that the patient was not receiving effective therapy from their system and they were experiencing pain at the ipg site. In turn, surgical intervention may take place to address the issues.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.